Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out procedure, set screw of rv and lv port could not be tightened. There was no capture in lv even after physician tightened the set screw. Device was not used and was replaced. Patient was doing well and will continue to be monitored.

Manufacturer narrative:
The reported field event of a lv set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the lv set screw hex cavity. This material prevented full insertion of the torque driver and resulted in difficulty tightening the lv set screw. The reported field event of a ra set screw anomaly was not confirmed in the laboratory. The ra set screw was able to be secured properly to test leads during analysis. Correction: it was reported that during device change-out procedure, set screw of ra and lv port could not be tightened. There was no capture in lv even after physician tightened the set screw. Device was not used and was replaced. Patient was doing well and will continue to be monitored.

Event description:
It was reported that during device change-out procedure, set screw of ra and lv port could not be tightened. There was no capture in lv even after physician tightened the set screw. Device was not used and was replaced. Patient was doing well and will continue to be monitored.